Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Visual inspection of the returned product found the trailing haptic was disengaged and remained at the tip of the nozzle as reported. Top flange was pushed down to the end. Volume of used viscoelastic material appeared to be not enough from the sign though we cannot tell the exact because video was not available. It can be possible that the applied volume of viscoelastic material was not enough. No similar complaints were reported for units within the same lot.

Event description:
The reporter indicated that the surgeon inserted and removed a ks-3ai aq310ai, 25.5 diopter preloaded injector within the same surgery due to the trailing haptic was missing. There was no patient injury and the backup lens was successfully implanted.